Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found.

Event description:
It was reported that during an implant procedure, the left ventricular lead was attempted, but not used, due to the guidewire breaking inside the lead. The wire would not extend past the lead tip and broke, and then the physician was unable to pass another wire through the lead nor flush the lead. The lead and guidewire were removed, and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.